Event description:
Spontaneous call from patient. Patient reports he went to change his tubing and the connection was different. The cadd extension set he opened, lot number 3894459 and expiration date 2024-10-23, would not connect as it was shorter and slightly fatter in diameter. Patient was hesitant try another one from the order, so he used an e,extra cadd extension set he had at home and that connected fine. He was able to continue to infuse. He states he has had no changes to his IV line. Patient sent pictures to the pharmacy. Representative advised there may have been a manufacturing issue. Patient has enough supply for the near future and the pharmacy will send replacements. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Resolved. Did the reported product fault occur while in use with the pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we (MFR) replace the device? Yes. Reported (B)(6) by pt/caregiver.